Event description:
It has been reported to philips that the device did not move during clinical use. No harm to the patient has been reported to philips. Philips investigated the complaint. A philips service engineer inspected the system onsite and confirmed that the power supply in the r-cabinet was defective. After replacing the power supply, the system was returned to use in good working order. The defective part was scrapped, therefore the root cause could not be identified.

Manufacturer narrative:
Addtl narrative: philips has completed a good faith effort to get further information regarding patient outcome and sequence of events of the reported problem, however the customer could no longer recollect the information. This system is serviced by a third party distributor. Via onsite inspection it was identified that the power supply in the r-cabinet was defective. The r-cabinet contains parts that are responsible for geometry movements (e.g. The geometry pc). When there is no power to the r-cabinet, movements will not be possible. After replacing the power supply (pd.scomp.dcps_24v_12v_5v), the system was returned to use in good working order. The defective part was scrapped, therefore the root cause could not be identified. Corrected data: updated the coding as per the available information.